Event description:
A malfunction alarm was reported for a pump, identified by the distributor rubin medical as, in norway. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the pump was under warranty and arranged for a replacement. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy. The distributer provided a pre-paid label for the return of the malfunctioning pump, which the customer understood and agreed to.